Event description:
The facility staff alleges that at approximately two hours into a pt treatment, the pt was complaining of cramping. Facility staff administered 200 ml. Of normal saline and turned the ultrafiltration rate to .06 liters/hr. One half hour later, the pt experienced severe cramping. Staff administered 300 ml. Of normal saline. The pt's post treatment weight was 60.3 kg. The pre-treatment weight was alleged to be 62.2 kg. Staff allege that the machine indicated a "uf removed" reading of 1.09 liters. After the treatment was terminated the pt felt better and was discharged without further problems.